Manufacturer narrative:
The device has not been returned to olympus for evaluation. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the sample collected from the instrument channel of the device tested positive for unspecified microbes from three types of environment. The device had been reprocessed with an olympus automated endoscope reprocessor model oer-3/4 (not available in the USA) using peracetic acid. There was no report of infection associated with this report.